Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she inadvertently primed her animas insulin while she attached. Reported the entire 200 units went in her system. At the time of the call, her blood glucose was at 257 mg/dl. The animas representative advised the patient to drink some orange juice and to contact her doctor immediately. On (B)(6) 2013, the animas representative contacted the patient back to follow-up with the patient. At the time of concern, the patient was discharged from the hospital and was off of insulin therapy until she could be re-educated on the insulin pump therapy. There was no evidence there was a product malfunction associated with the reported incident. This complaint is being reported because the patient required medical intervention after the patient mistakenly took 200 units of insulin via the animas insulin pump.